Event description:
Boston scientific crm received information that the local representative called technical services in early 2009 to report that he was contacted by a funeral home the day prior, to deactivate the device due to the death of this patient in late 2008. The local representative informed technical services that a 'save-to-disk' was performed. The local representative sent a print-out via fax to technical services for review and interpretation.

Manufacturer narrative:
Technical services reported that the shock channel shows what appears to be a slow ventricular tachycardia. However, the qrs complexes do not appear to line up with larger complexes on the rv pace/sense channel. Technical services informed the local representative that it was unclear the type of rhythm that had development and asked if the daily measurements had been normal up until the time of death. Technical services explained that since there was only 10 seconds of a non-sustained event and no other events, it is difficult to determine what preceded or followed this event based on review of this one printout. Technical services recommended that a review of the recorded histograms may be useful for interpretation purposes and requested return of disk for analysis. Boston scientific crm was informed by the local representative that the device will not be returned for laboratory testing, however, a memory disk will be returned for analysis.